Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set box had adhesion issues. Reportedly, she just had one that fell apart, as the infusion set's tubing detached from the stopper part (the middle adhesive). The site location was her arm. The infusion set had been used for one day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.